Event description:
Report received from (B)(6) stating that they could not secure the cutter into the device. The device was not used during surgery. It is unk if injuries or medical intervention were reported. It is unk if there was a delay in surgery. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).